Event description:
It was reported that the bd ultra-fine¿ needle insulin syringe has plastic foreign objects in the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: routine inspection before use, found that there are plastic foreign objects in the needle.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ needle insulin syringe has plastic foreign objects in the needle. The following information was provided by the initial reporter, translated from chinese to english: routine inspection before use, found that there are plastic foreign objects in the needle

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1130195. All inspections and challenges were performed per the applicable operations qc specification.